Event description:
The catheter pin design (black shrouded end0 was incompatible with the pacer adapter. Could not connect it to the pulse generator. Needed to cut the plastic shrouded end to expose the pins in order to connect it to the cable. Customer complaining that rep did not inform staff properly to change. The package does bare a prominent label "now with improved safety adapter" and a warning to consult instructions for use. The sample is not being returned for the co's analysis and the patient is in stable condition.